Manufacturer narrative:
The complaint was confirmed based on the pictures provided by the dentist. Product did not return. The abutment screw was fractured. The lot number was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Product is not returned to manufacturer

Event description:
The dentist reported that abutment screw to the implant fractured.